Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - can you identify the lot number of the product used? - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - what is the procedure name? - were there any patient consequences? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional h11: mcryl ud 18in 4-0 s/a pc-1 prm mp - y835g: unknown list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## unknown *** was there a significant delay? ## unknown *** if available, provide the product order number (po). ## *** do you need product packaging to send the product back? ## no *** would you like a return label at the end of this process? ## no *** d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, suture needle broke off form suture tail. No adverse patient consequences were reported. Additional information was requested.